Manufacturer narrative:
(B)(4).

Event description:
It was reported that although the sound alerts were programmed off, the pulse generator exhibited sound alerts. No intervention or patient symptoms were reported.